Manufacturer narrative:
H3: product analysis: evaluation determined that will not retain tools. The likely cause of failure is identified as distal bearing is detached and it doesn't allow to the burr to fit into the device due to inadequate preventive maintenance. It was also noted that the variable attachment is stuck, the laser markings are faded, one of the color rings is scored and worn, the other one is missing, 2 of 5 balls are missing, and the tube have bearings parts inside and is not possible to remove them. B3: date of event notfication: (B)(6) 2027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of will not retain tools. No patient impact reported. Repair request escalated to a product event on evaluation due to detached bearings.